Event description:
A customer reported to baxter (B)(4) an interlink system non-dehp catheter extension set in which the tubing separated from the male luer. The process step is during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the male luer was separated from the tubing. There was no solvent stain on the tubing at the junction. Functional testing was performed. A section of tubing was cut off from the sample for measurement. The dimensional result indicates the tubing is within specification. The exact root cause is not determined, but may be due to tubing not being inserted into the solvent during the manufacturing process. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.